Event description:
It was reported that during a surgical procedure at the user facility the device spontaneously changed suction levels from 100 to 400. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
After the field service technician performed the functional and safety evaluations, the device was returned to service at the customer facility.

Event description:
It was reported that during a surgical procedure at the user facility, the device spontaneously changed suction levels from 100 to 400. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.